Manufacturer narrative:
Device not returned. No eval will be performed. No conclusions can be drawn.

Event description:
Info rec'd from our (B)(4) affiliate. On (B)(6) 2011 a pt reported experiencing and being treated for a medical adverse event while wearing 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.). On (B)(6) 2011 the treating eye care professional (ecp) provided add'l info. The ecp stated that the pt presented on (B)(6) 2010 with pain and light sensitivity in the right eye (od) after sleeping in the lenses for a "short time." The pt was diagnosed with a corneal ulcer and iritis od. The ulcer was 1mm in size and located superiorly on the central cornea. The ecp also noted 1+ cells in the anterior chamber of the od. The ecp "presumes that the ulcer was non-infectious." No culture was obtained. The pt's corrected va was 1.5 (20/13). The pt was treated with vigamox, bronuck and mydrin-p eye drops. Oral loxonin was prescribed for pain. The lot number of the product in question is unk. The product in question has been discarded and is not available for eval. No add'l info is expected to be rec'd. Based on the limited info available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in executive management review meetings.